Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085071) that a female patient of unknown age who underwent an unspecified breast implantation procedure with two unspecified mentor saline breast prostheses, suffered several unexplained systemic symptoms, including fibromyalgia, rheumatoid arthritis, autoimmune disease, extremely painful breasts, lower back in excruciating pain, breast implant illnesses. Patient also reported being highly allergic to the silicone shells. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.